Event description:
It was reported to boston scientific corporation that a advantage fit system was implanted on (B)(6), 2011. According to the complainant, post procedure, the patient experienced the following: severe pelvic pain, further urinary problems, infections, nerve damage and loss of enjoyment of life. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on january 14, 2022: the patient had transobturator tape procedure in 2012 and had urgency incontinence. She was treated with ditropan, detrol and mirabegron without improvement in symptoms in 2019.

Manufacturer narrative:
Additional information: a2, b5, b7, h6: impact codes. Block b3: date of event: date of event was approximated to (B)(6), 2011 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) medical center, by dr. (B)(6). Block h6: patient codes e2330, e2401, e1906 and e0123 capture the reportable events of pain, further urinary problems, infection and nerve damage. Impact code f1901 captures the reportable event of tot procedure in 2012. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to block b5 block b3: date of event: date of event was approximated to april 25, 2011 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6). Block h6: patient codes e2330, e2401, e1906 and e0123 capture the reportable events of pain, further urinary problems, infection and nerve damage. Impact code f1901 captures the reportable event of tot procedure in 2012. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit system was implanted on (B)(6) 2011. According to the complainant, post procedure, the patient experienced the following: severe pelvic pain, further urinary problems, infections, nerve damage and loss of enjoyment of life. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on january 14, 2022: on (B)(6) 2021, the patient was seen at her gynecology clinic. Medical records note that the patient had undergone cystometrogram (cmg) in 2010 (prior to the advantage fit procedure) that showed leak with 600 cc. At that time, she was complaining of voiding 10 times per day and 6 times per night. She subsequently underwent tot "in 2012," after which her incontinence was unchanged. In (B)(6) 2018, the patient had urodynamics (uds) which showed bladder capacity of 723 cc, +doi at 500 and 600, and no leak with cough. She was treated with ditropan, detrol and mirabegron without improvement in symptoms in 2019. On (B)(6) 2021, the assessment was urge incontinence. The patient was advised that prior to her sling she had a lot of overactive bladder symptoms, and removal of the sling was unlikely to help her. The patient was advised to keep a bladder diary and use mirabegron regularly. The patient underwent percutaneous tibial nerve stimulation (ptns) that day and was noted to have an appointment for botox. She was also scheduled to discuss her concerns about the sling with another physician.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2011 (implant date) as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit system was implanted on (B)(6) 2011. According to the complainant, post procedure, the patient experienced the following: severe pelvic pain, further urinary problems, infections, nerve damage and loss of enjoyment of life. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.